Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly during preparation for use. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was received separate but the plunger was not depressed. The seal was in the loading device, and there was no evidence of blood. Based upon the received condition of the device, the reported failure was confirmed. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B)(4).